Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer uses cold insulin. Clinical support informed customer that using cold insulin is off label per the tandem user guide. Customer changed pump supplies to address the issue. Customers blood glucose was 150 mg/dl.